Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was showing signs of hemolysis. Her lactate dehydrogenase (ldh) was greater than 3000, with an active infection and signs of heart failure. The vad coordinator stated that the patient was admitted into the coordinator stated that the patient was admitted into the hospital and the pump was exchanged. During the pump exchange, a thrombus was noted on the inflow and rotor.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.